Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was broken. The field service engineer (fse) detached the broken tower door panel and transferred the components to the replacement panel. The fse then restarted the station and completed the required diagnostic testing. The customer logged into the station and confirmed that the tower door was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the ER station¿s tower door was broken in half. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.